Event description:
It was reported that the bag inflated, but did not deliver the appropriate oxygen. The end user was on 15 liters non-re-breather mask and desaturation began with minimum exercise, from stretching to oxygen level when down to 80% and on the then on a bike in less than 2 minutes to it went down to 84%.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The device was used on a patient, however there was no report of harm to the patient. The end user was given a new non-re-breather mask and was able to complete the program. The end user was sent to the clinic because she felt short of breath pre-exercise and was unsure if issues started at home with mask or other issues, but no prescription was required. It was reported that the patients' height and weight would be difficult for them to obtain. Furthermore, they don't exactly how long the mask was being used on patients, but it was a very short time as they have only been using the masks for a few weeks. An initial quality evaluation was performed on (B)(4) 2014. The complaint sample has been requested for evaluation. This complaint is being evaluated. This is the first complaint of this type received for this product. No previous investigation exists for this issue for this product. Based on this review unable to determine if product meets specification. An investigation is required to determine if any further actions are required. This involves five patients with four different issues; a separate 3500a form has been completed for the other (6) cases. Note: the actual date of event (b3) is unknown, so the date used was the date convatec became aware. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on july 08, 2014.